Event description:
It was reported that the pump's alarm sound was not annunciating when expected. There was no reported adverse impact on the customer's blood glucose level. Tandem technical support reviewed pump settings with customer and was unable to replicate the issue. Customer continued using the pump for insulin therapy.